Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection confirmed that the cathode conductor coil was fractured approximately 8mm from the tip of the lead. Microscopic analysis confirmed that the failure mechanism was due to torsional overstress.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted after the helix mechanism became non-functional after attempts to reposition it. The lead was explanted and replaced without issue. No adverse patient effects were reported.